Manufacturer narrative:
Medtronic received additional information that the valve-in-valve was performed due to aortic insufficiency. The patient was reported to be stable after successful valve implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 7 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for the replacement was not reported. No adverse patient effects were reported.